Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator did not exhibit output or magnet response. The device could not be interrogated and was replaced.